Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination of the balloon identified no damages. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break. The break was located at 24.6cm distal to the distal end of the strain relief. No kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 15mm x 3 mm wolverine coronary cutting balloon was selected for use. During the procedure, upon insertion, the shaft of the balloon broke. The balloon never reached the lesion. The portion of the device was outside of the body when the issue occurred and was removed from the patient in one piece. The procedure was completed using another device. No patient complications were reported.

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 15mm x 3 mm wolverine coronary cutting balloon was selected for use. During the procedure, upon insertion, the shaft of the balloon broke. The balloon never reached the lesion. The portion of the device was outside of the body when the issue occurred and was removed from the patient in one piece. The procedure was completed using another device. No patient complications were reported.